Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international customer reported the unit toppled over while in use; the device alarmed vent inop when this occurred. There was no patient harm.

Manufacturer narrative:
Device evaluation: the reported issue was confirmed. The manufacturer's service technician found the vent inop was due to the cpu board and the motor controller board becoming disconnected.